Event description:
The patient had been a slow recovery from vad implant (B)(6) 2023. Patient had significant ventricular tachycardia (vt) burden on (B)(6) 2023. Following vt storm on (B)(6) 2023, an impella rp was inserted on (B)(6) 2023 for right sided support. The patient's overall health continued declining. Patient¿s family did not feel that further escalation of care was within the patient¿s wishes and support was withdrawn on (B)(6) 2023.

Manufacturer narrative:
B5: additional information: manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation the heartmate 3 lvas instructions for use lists potential adverse events, including cardiac arrhythmia, right heart failure, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. This document also outlines indications of right heart failure as well as possible treatments. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) revision b is currently available. Section 1 of this document lists adverse events, including cardiac arrythmia, right heart failure, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complications that may be associated with the use of heartmate 3 lvas. This section (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause was unknown. It was noted that the patient had a ventricular tachycardia (vt) storm, with impella rp insertion on (B)(6) 2023. They then passed away on (B)(6) 2023. The pump was operating as intended. The outcome was not device or therapy related. It was unknown if an autopsy was performed and if the pump was explanted. The pump would not be returned.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.